Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (2007).

Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. The patient's mucosal was torn off in an attempt to release the capsule in place. A minor esophagus mucosal injury was noted. The hcp confirmed that the patient is doing ok and no intervention was needed.